Event description:
The customer reported that they could not view films in the subtraction mode after a procedure was done. There is not report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The system software was reloaded. The system was then found to be operating as intended.